Event description:
It was reported that on (B)(6)-2014, the patient presented with an acute myocardial infarction (ami). Angiogram revealed blockages in the left anterior descending artery (lad), obtuse marginal (om) artery, circumflex (cx) artery, and posterior descending artery (pda). Aspiration was performed in the proximal lad to treat thrombosis, followed by deployment of a 3.0x38mm xience xpedition stent in the distal lesion and an overlapping 3.5x12mm xience xpedition stent in the proximal lesion. The stent implants were post-dilatated with a 3.5x20mm nc trek balloon dilatation catheter (bdc), and were noted to be well apposed to the vessel wall. The patient was given plavix and aspirin, and a balloon pump was placed for support until the om, cx, and pda could be treated. The patient was also given integrilin, which was then discontinued because the patient developed thrombocythemia. The patient was then transferred to transitional care. On (B)(6)-2014, the patient was transferred back to the catheter lab for the planned treatment of the cx artery. Although thrombolysis in myocardial infarction (timi) flow was 3, angiogram revealed in-stent thrombosis in the proximal lad where the 2 xience xpeditions were implanted. Aspiration was performed in the lad with good results, and 1500 units of heparin and 600mg of plavix were administered.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx xience xpedition 3.00 x 38 mm mentioned is being filed under a separate manufacturer report number. After advancement of a non-abbott guide wire to the cx artery, pre-dilatation was performed with a 2.0x12mm rx trek bdc. After the trek bdc was removed, and prior to advancement of the 2.25x15mm mini vision, the patients blood pressure decreased (hypotension) and the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed to stabilize the patient. The decision was made to suspend the procedure and the patient was transferred to urgent care, where the patient expired the same day. No autopsy was performed, and the cause of death is unknown. There was no additional information provided. Concomitant medical products: stent: 3.0x38mm xience xpedition. There was no reported device malfunction and the product was not returned. The reported patient effects of death, hypotension, and thrombosis are known observed and potential patient effects as listed in the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use (IFU). The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.